Event description:
A silicone lens model aq2003v was defective upon receipt. The lens was received with a hole in the optic. It was indicated that the lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.